Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and the md inserted the super arrow-flex (saf) sheath into the patient's femoral artery. As the md was inserting the iab through the saf sheath the balloon insertion was found to be difficult at the sheath's tip. The operators stated there was an extra amount of 'push' or exertion to advance beyond said sheath tip. The md inserted another iab successfully. There was no reported patient death or injury. Medical/surgical intervention was not required. The delay in treatment is listed as "minutes." Patient outcome is listed as "tolerated procedure well, patient stable."

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.